Manufacturer narrative:
B3-date of event is estimated.

Event description:
Manufacturing reference number 1627487-2023-02714. It was reported that patient's leads had high impedances during ipg replacement procedure. The leads were explanted and replaced. Therapy restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.